Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically revised due to loss of capture. The lead was successfully repositioned and remains in service. No additional adverse patient effects were reported and the patient was reportedly not pacemaker dependent.